Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the primary surgery. The surgery was completed successfully without any surgical delay. After the surgery, patient fell and suffered a periprosthetic fracture on an unknown date. Although the bone fractured part was fixed with a plate, it was decided to replace it again due to the looseness of the implant. No further information is available. Doi: (B)(6) 2012. Dor: (B)(6) 2022. Unknown side.